Event description:
It was reported that 10 months after the implantation the lead was explanted due to a non-measurable pacing threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the conductor coil was found fractured 37 cm distal to the is4 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing in combination with a tight suture sleeve; a ligature mark was found in the above mentioned region. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.